Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: athelete premium. Guide cath: taiga 6f al1. Return of the rx vision stent delivery system (sds) may have aided in the investigation and determination of cause. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation. As the balloon ruptured prior to fully inflating, this would result in the stent being under deployed requiring additional treatment with fully deploy the stent. However, without the product to examine, a conclusive cause for the reported rupture could not be determined. A search of the device lot history record indicated no non-conformance material records for the lot and a search of the complaint database revealed no similar incidents reported for difficult to deploy or balloon ruptures. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed, but due to the heavy calcification, the lesion was not fully dilated. The 4.0 x 28 mm vision stent delivery system (sds) was advanced to the lesion. During the first inflation of 16 atmospheres (atm), for 20 seconds, the balloon ruptured. Post-dilatation was performed to fully appose the stent to the vessel wall, and the procedure was completed successfully. There were no adverse patient effects. No additional information was provided.